Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 50 mg/dl and 88 mg/dl, while using the suspect device. Reporter noted that, based on these values, patient was given a glass of milk. No patient injury was reported. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.